Event description:
It was reported that during treatment procedure, the patient was accessed with a non-power non coring needle and received CT contrast power-injected. It was further reported that the port allegedly had material protrusion and dye allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI duo attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material protrusion and fluid leak issue as one of the two port septa(right) was partially dislodged and upon infusing the port, leak was noted from the partially dislodged septum. Further during functional evaluation mandrel test was performed were the right port stem failed the mandrel test as the black mark was not fully inserted into the lumen. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2022), g3 h11: h6 (device, method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a port placement procedure, the patient was accessed with a non-power non coring safestep needle and received CT contrast power-injection. There was no reported patient injury.